Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a multiple insulin pump error alarm. The customer stated they were able to clear the alarm and able to rewind the insulin pump. Customer did self test and displacement verification test for insulin pump and pass. Customer stated that active insulin updating occur and the insulin pump was recently turned on for the first time and pump error occurred. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.